Event description:
On 6/17/98, datascope rec'd the medwatch form from the food and drug administration; MDR access number: 1013799 and the following info was reported: the intra aortic balloon inserted pre-op on 1/14/97 under fluoroscopy prior to coronary artery bypass graft surgery. The pt went to the "cvu" about 12 hours post-op and the intra aortic balloon ruptured about 4 hours later. (Since no hospital name or facility reporter was given, it is not possible to determine if this complaint has been previously reported to datascope in order to possibly avoid a complaint duplication) (event complications: unk - reported 6/17/98) (pt's current status: unk - reported 6/17/98)